Event description:
Medication programming screen froze; unable to restart drips after volume limit was reached. Pumps were exchanged and drips were restarted on a new pump. Medication pause affected patient blood pressure, necessitating administration of fluid boluses and increased drip rates.